Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up interrogation, it was noticed that this right ventricular (rv) lead exhibited low out of range (oor) pacing impedance measurements since recent months. All other measurements are within limits. A chest x-ray was performed and the physician noted a possible lead damage at the clavicle region. Data was sent to boston scientific technical services (ts) for their review and recommended a lead replacement. At this time, this rv lead remains in service. No adverse patient effects were reported.